Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
On or about (B)(6)1998, the patient underwent a right lower quadrant hernia repair with mesh to repair a large ventral abdominal hernia. The mesh used to repair the ventral abdominal hernia was 3x 6 trelex surgical mesh, sutured in place with 3-0 maxon sutures. On or about (B)(6) 1998, the patient underwent a second surgery to repair a small satellite midline ventral abdominal hernia. A small piece of mesh was inserted into a very-pliable mesh plug and tacked in place with 2-0 vicryl and 3-0 maxon. On or about (B)(6) 2002, the patient had to undergo another surgery in that she had a recurrent ventral/incisional hernia. A large piece of gore-tex dualmesh mesh approximately 20 x 12 cm wide was used to cover the defect. It was sutured and tacked using ethibond #2-0 and gore-tex 2-0. The patient claims she had to endure many years of constant diarrhea, pain, and irritable bowels.